Event description:
Chair check by bed-check corp. Tulsa, ok 1-800-523-79561. Ordered unit 1/23/92 for fennichia.2. Unit arrived 2/6/92. Fennichia's balance much better. Units are inappropriate for her3. 2/11/92 - installed unit on weikel's chair according to instructions, which shows it on sling seat wheelchair. Unit functioned well 2/11/ days and evenings shifts.4. 2/12/92. Unit did not go off x 1 when patient left chair. O.t. Checked battery and sensory pad - all intact. Pt called bed check corp. And told greg honifen in engineering of malfunction. He said sometimes pad crease causes malfunction. Sensor pad was not creased. Greg air shipped a new unit and a new sensor pad to dsh physical therapy department. O.t. Informed staff not to rely on unit as sole means of alerting them to patient's exiting chair.5. 2/13/92 a.m.: unit malfunctioned at least three (3) times i.e. Patient stood up to leave chair and unit did not sound alarm. If chair was then shaken, alarm sounded. Unit did work properly approx. 10 times on 2/13/92 before and after malfunctions. Staff again cautioned to visually supervise patient at all times when in wheelchair. 4:35 p.m.: patient released seat belt, stood and fell sustaining hairline fracture of left femur below prothesis placed in left hip approx. One (1) month ago. Chair check alarm did not sound. 5:15 p.m.: physical therapy called bed check and spoke to greg honifen asing if replacement system had been sent. Pt did not know about patient's fracture at this time mr. Honifen told pt that replacement unit had been received at danville post office at 4:38 p.m.this event discription is lengthy, therefore we'll notattempt to enter all. See hard copy.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, a device from same lot was evaluated, mechanical tests performed. Results of evaluation: component failure, alarm failure. Conclusion: device failure directly contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.